Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor was implanted and it was measuring correct values after implantation. After a few hours, the icp increased (80mm hg and more). This resulted in many interventions (CT/transport/surgery indication etc.). Surgeon then loosened the suture to fix the probe and suddenly the icp fell to physiological values. - the issue described is significant increase of icp values : was there any error message on the monitor? No - was the sensor used with a cerelink? A directlink? Or icp express? Directlink - lot number of the sensor: unknown - was there any significant delay in patient care? Yes, 6h - was there any consequence for the patient health? He has been transported in the hospital (CT and re-operation) - which action was performed (removal /replacement of sensor? Stop monitoring? Change of monitoring method? ) customer wanted to do surgery, but when he looses the suture on the probe, the icp-values got back in the right way. - our understanding is that when the probe sutures were loosened, the sensor worked properly. Is it correct? Yes - was sensor sutured according to IFU instruction? ( see IFU recommendation : take care when tying sutures around the icp sensor. Tying sutures too tightly can collapse the wall of the icp sensor tubing, causing damage to internal wires) yes - was the sensor replaced by another one? No - implant location (ex: parenchyma) parenchyma - was the integra/codman icp monitor connected to a patient monitor yes, philips monitor

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor was returned for evaluation: DHR - lot 6500293 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was confirmed: - catheter kinked and cut 9.4cm, kinked 2cm, 57cm, 58cm, and 59.5cm from distal end (photos provided). - internal wires damaged from cut and kinks along catheter body (x-rays provided). - icp express read ¿no transducer detected¿, cerelink monitor not acceptable. - no testing possible. Root cause - based on the failure analysis, the exact issue reported by customer could not be confirmed. However, the possible root cause of the problem stated to be mishandling of the catheter.